Event description:
It was reported that three patients had a loss of biobrane or allografts during the research study. It is unknown if there was a backup and how the event was solved. It is unknown if medical intervention was required at the time of the malfunction. Since there were three patients, this is the report for the patient 2.